Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an ischemic stroke in the right middle cerebral artery (mca) territory during the heartmate 3 implant on (B)(6) 2021. The time of first recognition of deficit was within the first 24 hours post-operative from the ventricular assist device (vad) implant. A computerized tomography (CT) scan was done of the head. The patient continued intensive care unit (ICU) level care with intubation. Heparin infusion was initiated on (B)(6) 2021 after a repeat head CT showed new changes including acute to early subacute ischemia within the anterior half of the right mca territory without hemorrhagic transformation or midline shift.